Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2018 due to cardiac arrest. Per the vad coordinator, all available information was provided. No additional information is available. The device was not explanted and will not be returned for evaluation. No additional information provided

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Section a4: multiple attempts were made but not response was received. Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrest and subsequent patient outcome could not be determined through this evaluation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.